Event description:
Information was received by a manufacture representative (rep) via a family member of an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient's spouse reported the patient might have a uti and currently has discharge. They also can't feel stimulation as a result of injuries from a previous car accident. Patient was advised to connect with their healthcare provider (hcp). A day later, patient report still not feeling much has changed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.